Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included myopia correction and drug intolerance. In 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("intermittent headaches"), visual impairment ("visual disturbances") and tendonitis ("tendonitis-like pain") with tendon pain. The patient was treated with surgery (bilateral salpingectomy and coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, visual impairment and tendonitis outcome was unknown. The reporter considered headache, pelvic pain, tendonitis and visual impairment to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure removal was performed at patient's request. Follow-up 6 or more months following removal was not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality-safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("intermittent headaches"), visual impairment ("visual disturbances") and tendonitis ("tendonitis-like pain") with tendon pain. The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, headache, visual impairment and tendonitis outcome was unknown. The reporter provided no causality assessment for headache, pelvic pain, tendonitis and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included myopia correction and drug intolerance. In 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("intermittent headaches"), visual impairment ("visual disturbances") and tendonitis ("tendonitis-like pain") with tendon pain. The patient was treated with surgery (bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, visual impairment and tendonitis outcome was unknown. The reporter considered headache, pelvic pain, tendonitis and visual impairment to be related to essure. The reporter commented: essure removal was performed at patient's request. Follow-up 6 or more months following removal was not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: essure device removal questionnaire was received. Patient¿s initials updated; medical history added; essure inserted in 2012 and removed on (B)(6) 2019 by bilateral salpingectomy and cornuectomy at patient¿s request; reporter causality updated to related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("intermittent headaches"), visual impairment ("visual disturbances") and tendonitis ("tendonitis-like pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, headache, visual impairment and tendonitis outcome was unknown. The reporter provided no causality assessment for headache, pelvic pain, tendonitis and visual impairment with essure. The reporter commented: the sample is available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.